Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was no longer in sync mode and defibrillated the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, nd defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.